Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03388.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03388. It was reported the patient experienced ineffective stimulation. The physician indicated impedance values were not within limits, however no diagnostic testing was performed in order to confirm impedance values. Surgical intervention was undertaken and the leads were explanted and replaced. The physician noted a break in one of the explanted leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03388. Follow-up information indicated the patient is reportedly experiencing effective stimulation.